Event description:
It was reported to philips that the system would not completely power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting fse turned on the system but the monitors remained black. Shutdown of the system didn¿t resolve the issue. Fse checked power supplies, table was powered and locked, flex monitor showed the polygraph image and leds of the monitors in the console were lit but the monitors were black. The data monitor didn¿t show the host's bios when turned on. Fse tidied up the host pc still the system was down. Finally, fse replaced the host pc. After replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.